Manufacturer narrative:
Evaluation of the returned packing coil lp confirmed the embolization coil was detached from the pusher assembly. Further evaluation revealed that the pet lock was separated, and the pull wire was retracted out of the ddt. This is typically a sign of a successful detachment; however, there was no reported detachment attempt during the procedure; therefore, the cause of this damage could not be determined. If the pet lock is separated, and the pull wire is retracted, the embolization coil will detach. Further evaluation revealed offset coil winds throughout the length of the embolization coil. This damage was likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. (B)(4).

Event description:
The patient was undergoing a coil embolization procedure in the superior mesenteric artery using a packing coil lp and a microcatheter. During the procedure, the packing coil lp unintentionally detached in the microcatheter. Therefore, the microcatheter containing the detached packing coil lp was removed from the patient. No additional information regarding the completion of the procedure was provided. There was no report of an adverse effect to the patient.